Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.1, re-test: 2.3. Time between testing was three minutes. Patient used the same finger for testing. Patient self testers last dose of coumadin was taken last night ((B)(6)). Patient also takes tylenol.